Manufacturer narrative:
Clarification to initial aware date: duplicate records were discovered and the initial aware date related to this report should have been 08/jun/2021. Device evaluation: visual analysis of the returned device identified: broken shell, underweight, missing a piece of shell (0-25%), and yellow particles on gel. A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.